Event description:
As reported by the study, the patient had 2 cypher select plus stents placed in the mid right coronary artery, 2 cypher select plus stents placed in the mid circumflex artery, and 2 cypher select plus stents placed in the mid left anterior descending artery. The 2nd stent placed in the mid lad was implanted to treat a dissection. This patient presented to the cardiac catheterization unit and 3-vessel disease was found. Three lesions were treated during the procedure. The primary indication for intervention was stable angina pectoris. Pre and post-procedure cardiac enzymes were not documented. Left ventricular ejection fraction (lvef) was not available. Pre-procedure medications included aspirin, statins and beta-blockers. Intra-procedure medications included clopidogrel, integrilin and unfractionated heparin. Pci was first performed on a 99% de novo lesion in the mid right coronary artery (rca) of 25mm in length in a 2.6mm vessel diameter. The (type c) concentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. T he lesion was pre-dilated with a 2.5x15mm balloon at 10 atmospheres (atm) before two overlapping stents were deployed. First was a 2.5x33mm cypher select plus stent deployed at 16 atm with satisfactory results. Post-dilation was conducted with a 3.0x15mm balloon at 16 atm because the stent was not fully expanded. Then a 3.0x13mm cypher select plus stent was deployed at 14 atm with satisfactory results. There was no post-dilation. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flow were not documented. Intra-vascular ultrasound (ivus) was not used. Pci was performed next on a 95% de novo lesion in the mid circumflex artery of 40mm in length in a 2.7mm vessel diameter with moderate tortuousity of the proximal segment. The (type c) concentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5x15mm balloon at 10 atm before two overlapping stents were deployed. First a 2.5x18mm cypher select plus stent was deployed at 14 atm with satisfactory results. Post-dilatation was conducted with a 3.0x28mm balloon at 14 atm because the stent was not fully expanded. Then a 3.0x28mm cypher select plus stent was deployed at 14 atm with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flow were not documented. Intra-vascular ultrasound (ivus) was not used. Pci was performed next on a 50% de novo lesion in the mid left anterior descending artery (lad) of 6mm in length in a 3.3mm vessel diameter. The (type a) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. Two overlapping stents were deployed by direct stenting. First deployed was a 3x13mm cypher select plus stent at 14 atm with satisfactory results. Post-dilation was conducted with a 3.5x15mm balloon at 20 atm because the stent was not fully expanded. Then a 3.0x8mm cypher select plus was deployed at 12 with satisfactory results, to treat a dissection. There was no post-dilatation. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flow were not documented. Intra-vascular ultrasound (ivus) was not used. The patient was discharged on the following day. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins and beta-blockers.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.